Event description:
During a ptca/stenting procedure, the quantum maverick monorial 8/2.5 mm balloon ruptured at 16atms on the second inflation. (The number of atms reached on the initial inflation is unk.) The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending (lad) coronary artery. The physician performed direct stenting artery with a cypher stent. After confirming via ivus that the proximal edge of the stent was not fully apposed, the quantum maverick monorail balloon was used to post-dilate the cypher stent. The balloon ruptured at 16atms on the second inflation. The quantum another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good">